Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Visual inspection noted the helix was extended and dried body fluid was noted in the helix housing. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations, and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that during the implant procedure, this lead attempted in the left ventricle (lv), exhibited poor sensing. Subsequently, the lead was exchanged for a competitors' product to complete the procedure. No adverse patient effects were reported. This lead is expected for return.

Event description:
It was reported that during the implant procedure, this lead attempted in the left ventricle (lv), exhibited poor sensing. Subsequently, the lead was exchanged for a competitors' product to complete the procedure. No adverse patient effects were reported. This lead is expected for return.